Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(6) 2016. (B)(4).

Event description:
It was reported during a conference event, by a physical therapist that a patient had developed an infection to their surgical incision after an aquacel surgical dressing was used. No further information has been provided.